Manufacturer narrative:
Pump received with intermittent up arrow button response due to corroded keypad traces. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Rewind functioned properly during testing. No rewind anomaly noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that insulin pump sometimes locked up and also had issues with insulin pump not rewinding properly. Customer's blood glucose was 452 mg/dl which was treated with manual injection. Customer reported of not being able to see insulin pump well and would be calling back with educator.